Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device displayed an error message that required the device to be shut down during patient monitoring. There was patient involvement, however no health consequences or impact.